Event description:
According to the reporter, from the beginning of laparoscopic adrenalectomy, the device had inadequate sealing/partial only (energy output and seal completion sound were confirmed). There was no regrasp alert. There were no problems with the sealing, but had no more than 1ml of bleeding occurred after a knife was used to resect blood vessel. Cleaned the area around the jaw every time it got dirty. Another ligasure device was used successfully with the same generator.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The visual inspection found damage to the plug and one prong was significantly bent. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. It was reported that the device had inadequate sealing/partial only. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of plug damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.